Manufacturer narrative:
(B)(4). Root cause of the peritonitis has been determined as user error- poor aseptic technique. A label review could not be performed due to the unknown product code.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional information: on (B)(4) 2011, additional information was received by baxter from a nurse that the reported event of peritonitis had been amended to peritonitis- bacterial, and causality was given as the patient's poor aseptic technique. The hospital performed laboratory tests and the results were not reported. On an unknown date, an antibiotic (probably firstcin) was administered. At the time of this report, the patient remained in the hospital and the recovery was ongoing. Pd therapy was ongoing. The patient had been retrained in aseptic technique while hospitalized.

Event description:
On (B)(6) 2011, baxter (B)(6) received a report from a nurse that a peritoneal dialysis (pd) home patient (hp) from (B)(6) had been admitted to the hospital on (B)(6) 2011 for a diagnosis of peritonitis. The outcome of the event and the causality were not available at the time of this report. There was no allegation of device malfunction.